Manufacturer narrative:
The pump powered up properly after the battery installation. No flashing display was noted. The pump was received with normal operating currents and passed all functional testing including the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was monitored and no unexpected flashing display or display anomalies occurred. The pump was received with a scratched case, a partially broken reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 106 mg/dl. Customer stated that there is chipped and scratched on battery compartment and reservoir compartment tops are damaged. The customer stated that pump fell. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.